Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer experienced charging difficulties, with pump having trouble charging when charger was plugged into charging port. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.